Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Initial reporting suggested the set screw may have loosened but is not visible in the x-rays. A rod slip or hardware change was observed on the x-rays. The rod potentially dislodged or fractured at the interface. The absence of bridging at the l3-l4 segment could result in increased end of construct loading since l4-s1 were observed as solid fusion mass. The increased loading could contribute to hardware failure. The available information does not definitively identify a root cause.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had possible set screw back-out approximately 3 months post-op. There are no plans to revise at this time.